Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. Further inspection found abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have a broken distal pitch cable inside the proximal clevis hub. The cable was fully broken. Fragments appear to be missing as a result. The instrument was found to have a broken main tube from the distal tip. The main tube is detached from the distal assembly. Components adjacent to this broken main tube do show damage. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electric continuity test. The instrument was found to have input disks 6 and 7 broken from the inside of the housing. The instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion, contamination, or residue that would have contributed to the broken cable. The instrument housing was removed, and inspection found a dislodged identification board. The identification board was found loosely seated in the proximal end. A dislodged identification board can result in instrument recognition failures as it prevents the data from being accessed by the system during installation. This is caused by broken connector pin. The instrument was found to have a broken and dislodged back-end pulleys. The pulleys are dislodged from their original location. The instrument was found to have one bent grip at the grip base, cause misalignment of the grips. The grips do not show cracking damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaw locks when in flexion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: there was no problem with the arm until the jaws were unable to be manipulated while the wrist was in the flexed position. Prior to the jaws not opening the arm seemed to be functioning correctly. The surgeon was able to get the jaws to release by straightening the wrist into a straight position and the device jaws responded again. The surgeon was uncomfortable continuing to use the arm after it did not respond appropriately and requested it be replaced. The jaws were initially locked onto tissue. The surgeon was able to get the jaws to release by straightening the wrist. After the wrist was straightened, the jaws became responsive again. There was no patient injury. The issue occurred with the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer while they were attempting to manipulate instruments from the surgeon side console. The movements of the surgeon scaled appropriately to the instrument and the timing of the instrument movement was appropriate. The issue occurred once, and the instrument was immediately replaced when the jaws were able to be opened.

Manufacturer narrative:
Corrections to failure analysis investigations: the force bipolar instrument was analyzed and found to have one bent grip at the grip base, causing misalignment of the grips. The grips did not show cracking damage. This causes the jaws to lock when the wrist is in flexion. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electric continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.